Event description:
A 100 percent occluded left subclavian artery s/p 7.0 x 17 stent. Attempted left subclavian stenting, encountered defective device. Initial stent placement via the left radial artery at time of deployment showed that a stent strut that appeared to be a defective stent as it was jutting out. This was attempted to be removed but the stent strut that was jutting out may have gotten caught on the sheath and came off the balloon. Multiple approaches via antegrade and retrograde (see above) but unable to remove stent and rather than the be aggressive as there was a stent strut that was jutting out, decision was made to deploy the stent in the radial artery. This part of the procedure added an extra 120 minutes to the procedure for a length procedure time of 3.5 hours. Post angiogram showed that one of the small vessels that a wire went into prolonged balloon inflation and blood pressure cuff inflation. Prolonged fluoro time due to defective stent and attempted removal.